Event description:
Patient reported obtaining a blood glucose result of 153 mg/dl, while using the suspect device. Patient indicated that, at the time the result was obtained, he was exhibiting symptoms of hypoglycemia. Patient's spouse phoned emergency medical services and upon their arrival, 30 minutes later, patient's blood glucose measured 42 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly transported to the hospital, where he was treated with glucose tablets. Patient indicated that he remained in the hospital for 2 days, for observation. No additional details of patient's diagnosis or treatment were provided. At the time of the report, patient no longer had the test strips in use at the time of the event.

Manufacturer narrative:
Patient using an accu-chek advantage blood glucose monitor, which accepts 2 strip types: accu-chek advantage test strips and accu-chek cmfort curve test strips. Patient was unable to provide any information about the test strips in use at the time of the event.